Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had 3d image issue. The event occurred during set up / inspection for use of a therapeutic robotic nephroectomy. The procedure was prolonged greater than or equal to 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
D4 - lot # this is a serialized device. No lot number is applicable. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.